Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported to this event.